Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that his blood glucose reading was not being stored in the memory of the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. During the investigation, it was found that the meter had an incorrect date and time settings. The customer service mode showed no anomalies. The date and time were corrected on the meter. In-house testing was performed with blood using the returned meter and in-house contour next test strips. In-house testing was also performed with the contour next control solution using the returned meter and in-house test strips, which gave a satisfactory performance. All readings obtained during in-house testing were properly stored in the meter's memory. Additionally, a device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.